Event description:
It was reported that this patient was having a magnetic resonance imaging, when out-of-range (oor) right atrial (ra) pacing impedance measurements were noticed of over 3000 ohms. Technical services reviewed the case and noticed the impedance had been oor for about 6 months. It appeared the increase has been gradual which could potentially mean the conductor coil is fractured. Evaluations were performed and no noise was reproduced. Thus, no reprogramming was performed as the lead is pacing and sensing appropriately. The physician is aware of this issue and will discuss with the patient about a future lead extraction. This ra lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient was having a magnetic resonance imaging, when out-of-range (oor) right atrial (ra) pacing impedance measurements were noticed of over 3000 ohms. Technical services reviewed the case and noticed the impedance had been oor for about 6 months. It appeared the increase has been gradual which could potentially mean the conductor coil is fractured. Evaluations were performed and no noise was reproduced. Thus, no reprogramming was performed as the lead is pacing and sensing appropriately. The physician is aware of this issue and will discuss with the patient about a future lead extraction. Eventually, this ra lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only a destroyed part of the lead was returned as it was severed. Blood/body fluid was noticed inside the lumen(s) due to damaged insulation. Setscrew marks were in the correct location on the terminal pin. Cuts and tears were noticed in the insulation, which is likely explant damage. The seal rings were cut off the lead for extraction purposes. Outer insulation and both conductors were melted through, likely explant electro-cautery damage. The anode and cathode conductor resistances measured as electrical opens, indicating discontinuous conductors (in this case melted). Visual inspection and x-rays revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observation of high pacing impedance out-of-range based on inspection and x-rays which showed no conductor issues outside of induced damage on the segment of lead returned. No lead characteristics that would have caused or contributed to the reported clinical observation was identified.

Event description:
It was reported that this patient was having a magnetic resonance imaging, when out-of-range (oor) right atrial (ra) pacing impedance measurements were noticed of over 3000 ohms. Technical services reviewed the case and noticed the impedance had been oor for about 6 months. It appeared the increase has been gradual which could potentially mean the conductor coil is fractured. Evaluations were performed and no noise was reproduced. Thus, no reprogramming was performed as the lead is pacing and sensing appropriately. The physician is aware of this issue and will discuss with the patient about a future lead extraction. Eventually, this ra lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.